Manufacturer narrative:
Other text: returned device was received in good physical condition. During the evaluation of the device, the alarms were heard on start up of the device. This was due to faulty electrical components. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical ventilator's battery isn't holding charge and alarming low battery. There were no reported adverse events.